Manufacturer narrative:
(B)(4).. S/w version: 4.11d. Retainer ring = black. Customer returned pump for alleged under delivery anomaly and high bgs found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed normal bolus deliveries of: 0.70u on 02/02/2022 at 02:57:40, 1.00u on 02/02/2022 at 04:04:42, 1.40u on 02/02/2022 at 06:07:56, 1.90u on 02/02/2022 at 09:49:18, 0.90u on 02/02/2022 at 11:58:30, 1.00u on 02/02/2022 at 13:25:54. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked case above arrow and battery icon, and cracked keypad overlay. In summary, customer allegation for under delivery was not confirmed. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that possible under delivery anomaly occurred. There was an allegation of hyperglycemia as a result of this event.